Manufacturer narrative:
The preliminary analysis of the returned device suggests that the reported event was caused by battery depletion.

Event description:
It was reportedly impossible to interrogate the subject device, despite several attempts being made. An ECG was performed which revealed bradycardia with a heart rate at 38bpm, as well as no pacing from the pacemaker. The device was explanted.

Manufacturer narrative:
Please refer to the attached investigation report. (B)(4).

Event description:
It was reportedly impossible to interrogate the subject device, despite several attempts being made. An ECG was performed which revealed bradycardia with a heart rate at 38bpm, as well as no pacing from the pacemaker. The device was explanted.

Event description:
It was reportedly impossible to interrogate the subject device, despite several attempts being made. An ECG was performed which revealed bradycardia with a heart rate at 38bpm, as well as no pacing from the pacemaker. The device was explanted.